Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found on save to disk. Noted that additional 12 lead electrocardiogram (ECG) collected 2016-04-april-20 showed appropriate device pacing. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that during use the implantable pulse generator (ipg) encountered no pacing due to right ventricular (rv) lead elevated thresholds, and no capture. It was also reported that at an unspecified time during use, device mode was re-programmed. The rv and ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.